Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was programmed with correct time and date and monitored for 24 hrs. No time/clock anomalies were noted. The bolus wizard was functioning properly per bolus wizard sample. The insulin pump received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.